Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (280 mg/dl). Manual insulin injection was administered to lower bg level. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to consult health care provider regarding pump settings.